Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, a scratched keypad overlay near up button, a scratched case near the bolus button and a peeled address serial number label at the bottom left side corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. Customer was assisted with troubleshooting. Customer stated that the insulin pump's screen had burn mark. Customer stated that the insulin pump was dropped several times. Customer stated that they cannot read the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.